Manufacturer narrative:
A ge representative evaluated the system and performed a beam alignment. System operates as intended.

Event description:
Customer reported a physicist's discrepancy, beam exceeds visible image. No patient injury was reported.